Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. During evaluation, there were no signs of the device temperature fluctuations. Pm due. Mixing pump, circulation pump, heater and drain valves were replaced. The device underwent and passed testing after all repairs. DHR, risk, and labeling reviews are not required as the reported event is unconfirmed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the malfunction was the arctic sun device temperature reading was not being read, it keeps fluctuating, preventing use. Equipment was out of service. Per follow up information received via task on 02dec2025, the last calibration was performed in 2021, this opportunity to perform preventive maintenance and calibration.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the malfunction was the arctic sun device temperature reading was not being read, it keeps fluctuating, preventing use. Equipment was out of service. Per follow up information received via task on 02dec2025, the last calibration was performed in 2021, this opportunity to perform preventive maintenance and calibration.